Event description:
It was reported that after a suction support procedure, the ventilator generated two technical error codes indicating disabled valves and an internal memory error while it was connected to a pt and it stopped ventilating. The ventilator was turned off after the vent and turned back on again after which it functioned without problems. (B)(4).

Manufacturer narrative:
(B)(4).